Manufacturer narrative:
One 72200755 twinfix ti 5.0 suture anchor used for treatment, was returned for evaluation. The complaint stated: ¿the product slipped and can't be implanted.¿ the insertion device was returned in good condition. There was no anchor returned. There was no suture returned. Evaluation was limited due to no anchor return. Successful implantation requires following the recommended site prep recommendations. Instructions for use for this product includes technique driven specific instructions: ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Breakage of suture anchor can occur if predrilling is not performed prior to implantation. Excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient's bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Using the appropriate smith and nephew drill bit and drill guide (each sold separately), prepare the anchor insertion site (refer to the use of smith and nephew drill bits and drill guide sections of this document).¿ a 2.5mm drill bit is recommended prep instrument for this anchor. Root cause related to the manufacture of the device was not confirmed. Product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder cuff repair surgery, the screw was broken when implanted. The device was removed from patient. Backup device was available to complete the procedure. No significant delay was reported and no patient injuries were reported.